Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump was dispensing insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 07/25/2013 with the following results: testing was unable to duplicate the complaint. Black box review reveals no evidence of ¿load step malfunction¿ , several ¿loss of prime¿ warnings are observed due either ¿occlusions¿ or ¿no prime after por¿. Pump powers ¿on¿ and displays ¿verify¿ screen. Pump passed ¿ez-prime¿ steps and it was able to load and prime a full cartridge correctly. Force sensor calibration reading is above specification. Pump¿s cover was removed, force sensor flex pins was found intact and secured to the printed circuit board sockets. Force sensor resistance reading is within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.